Event description:
While using 5.5mm incisor blade, surgeon noticed small metal fragments in pt's knee. Request MFR evaluate blade for proper functioning. Have prior problem with blades. This is the second complaint on this blade size. Have another complaint on the 4.5 mm size.